Event description:
During baxter's functionality testing, a spectrum infusion pump alarmed falsely for downstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The false downstream occlusion alarms were unable to be reproduced through eval. This condition occurring during baxter's functionality testing confirms the event. The unit did pass occlusion testing per baxter's service procedure. The unit was reworked and calibrated per baxter's service procedure to ensure continued accurate occlusion detection.